Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-one (21) samples were returned for evaluation. All samples were found to contain particulates that were visible at 18 inches. The particulates were examined, and it was determined that the particulates were composed of overheated native resin within the screw barrel of the molding machine. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was noted to have a brown particulate on the spike tip under the guard. Our manufacturing review board reviewed the sample and determined that this likely originated from the siliconization station. During the manufacturing process, the unguarded spike tip enters the siliconization shroud. It is possible for excess silicone to build up inside the silicone shroud station, which can attract foreign particulates that may eventually transfer to the spike tip. As a result of this instance, the siliconization station cleaning was increased from quarterly to monthly. Eighteen (18) samples were found to contain particulates loose in the sealed packaging, or trapped in the seal. Our manufacturing review board reviewed this foreign material as well as the production process and determined that this likely originated at the storage of paper and vinyl at the packaging work center. At the time this lot was manufactured, the lidstock was stored on plastic pallets at ground level. The storage at ground level is more likely to accumulate foreign matter. The paper and vinyl is now stored on elevated wire racks. B braun has procedures in place to mitigate foreign matter in the manufacturing area. These include a standard operating procedure for work station cleaning and a standard operating procedure for proper garbing processes. Six (6) samples had embedded particulates in the guard. Since this is a purchased part, this investigation was forwarded to the manufacturer. The supplier attributed the embedded particulates to overheated native resin within the screw and barrel of the molding machine. The supplier completed a historical review and found this to be the second occurrence for embedded particulates in the past two years. The batch record was reviewed and no abnormalities were identified. This lot was verified to meet the suppliers aql inspections.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: black particulates were observed on the transofix transfer devices.